Manufacturer narrative:
Product event summary: the 12fcc20 sheath with lot number 0012242031 was returned and analyzed. Visual inspection of the handle area was performed. The inspection identified a kink at the side port tube. The handle and shells were intact with no apparent issue. No defect was observed on the handle, and the handle was properly closed. The shaft and tip of the sheath were intact with no anomaly. The dilator was not returned for investigation. The steering mechanism and deflection test were performed. No anomaly was discovered. A test dilator was inserted into the sheath and retracted several times, without any friction. The test dilator was snap-locked to the sheath and was tight. Visual inspection and magnifying with a high-resolution microscope showed that the valve housing was intact without any issue. The performance test with sentinel blackbelt leak tester was performed. The sheath and valve are leak tight. The pressure test with 45 pounds per square inch gauge (psig) showed the pressure decay in the device was 0.03994 psig and in an acceptable range. The vacuum test with a negative pressure of 8.5 psig showed the pressure decay in the device was 0.01139 psig and in an acceptable range. The flexcath contour sheath sideport tubing was designed and tested to perform even if the tubing appears to be kinked. The sideport tubing material (polyvinyl chloride, or pvc) was selected to provide resistance to occlusion while kinked. Although the sideport tubing may appear to be kinked and restrict flow, design verification testing has demonstrated that the tubing still allows fluid flow and the device performs as intended. A kink was observed on the side port tube, but was considered within specification. The sheath passed the returned product inspection as per specification. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter buckled when forward pressure was applied and the luer was broken. It was also reported that the sheath handle had separation near the valve. When the balloon catheter was replaced, microbubbles were observed in the side port of the sheath and the sheath was aspirated. The case was changed to radiofrequency (rf) and was completed with radiofrequency. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of d10: product ID afapro28 (19204); product type: balloon catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cryo ablation procedure, the balloon catheter buckled when forward pressure was applied and the luer was broken. It was also reported that the sheath handle had separation near the valve. It was surmised that the handle separation caused an air ingress. Despite the issues, the case was completed with cryo. No patient complications have been reported as a result of this event.